Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had one episode on their history screen of an elevated power and flow on 26jan2024. Stat labs would be performed (ldh, etc.) And assessed for pump thrombosis. Current parameters within normal limits. Log files were submitted for review and there were no unusual events recorded in the log file event history. The mechanical circulatory support equipment was operating as intended. The pump parameters were unremarkable and noted an isolated power/flow elevation on 26jan2024.

Manufacturer narrative:
Report type (b1 and h1): corrected to serious injury. B2: outcomes added. D4: UDI corrected. H6: health effect clinical code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist device (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, analysis of the submitted log file confirmed an elevation in pump power and estimated flow values; however, a specific cause for this finding could not be conclusively determined. The submitted log file contained events from 02jan2024 through 30jan2024. A transient elevation in pump power and estimated flow values was captured on 26jan2024. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including hemolysis, that may be associated with the use of the heartmate 3 left ventricular assist system. The hmii lvas IFU contains information regarding pump speed, power, flow, and pulsatility index (pi). The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further issues reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's ldh was generally 330-370, and was currently 406, however, it had also intermittently gone to 500 in the past on review. Inr was 2.0, which the goal was 1.5-2. Bleeding was not related to this event. Aside from that spike, the patient's flow and power trends looked stable over the course of the month. The elevated pump power and thrombus resolved self-correction. The patient was stable and would be continued to be monitored closely. If any more power spikes occurred, the patient would be admitted for multi-disciplinary risk factor assessment and management programme (ramp) and consider increasing inr goal to 2-2.5.